Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a rupture and detachment occurred. Vascular access was obtained via the brachial artery. The 70% stenosed target lesion was located on the venus side of the fistula. During a fistulogram procedure, a 8.0 x 80, 75cm mustang balloon catheter encountered significant resistance while crossing the target lesion. The balloon was inflated to 26 atms/60 seconds, and second inflation to 26 atms/60 seconds. On the third inflation at 28atms/10 seconds a circumferential balloon rupture occurred and a portion of the balloon detached. An attempt to retrieve the detached balloon was unsuccessful, and a portion of the detached balloon remains inside the patient. The procedure was completed with a non bsc balloon catheter. No further patient complications were reported and the patient's status is fine.